Event description:
It was reported the pt had not used or recharged the ipg for 2 years. It was reported the physician was to meet with the pt and wanted the pt to use stimulation once again. Follow up identified the pt met with the physician and surgical intervention was to be undertaken to replace the ipg.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.